Event description:
A nurse reported that when the vitrectomy cutter was first activated in the pt's eye during a vitreoretinal procedure, the cutter "spit out" a piece of material into the eye. The material was removed from the eye with forceps with no harm to the pt. The surgeon was able to complete the procedure with the same cutter without further incident.

Manufacturer narrative:
A sample has been received but not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).